Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the customer reported complaint. The pmsc was installed and tested on the pca test system. The system started up with error 48200 and no video on right eye of the surgeon side console (ssc). No surgeon console leaf (scl) 2 configure on gemini download application (gdla). Scl2 was defected. Fa would replace two video input leaf (vils, two scls damaged and video branch (vbr) down revision.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was facing right vision lost but the vision side cart (vsc) had both visions. The customer performed power cycle too. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found error 48200 reported for the personality module surgeon console (pmsc). The tse asked the customer to perform hard power cycle. The procedure was completed with single vision with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during procedure. The system functionality was checked upon powering on the system. The procedure was complete robotically with single vision (left). The customer performed hard power cycle but the issue was not resolved. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse checked and confirmed the reported issue. The fse noted that the error 48100 reported which was recovered and ignored. The fse advised the customer not use that same dvi cable and check the recorder which was connected to right eye in personality module surgeon console (pmsc) board. Also, the fse advised the customer on proper connecting procedure of dvi cables. The fse replaced pmsc to resolve the reported issue. The system was tested and verified as ready for use. Isi has requested the pmsc involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 48100 related to the reported complaint. This complaint is considered a reportable malfunction event due to the following conclusion: the customer switched to single vision system after the start of the procedure due to repeated recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.